Manufacturer narrative:
(B)(4).

Event description:
On (B)(6), 2015, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. Due to excessive calcification on the left access side, a short 12f sheath was used during a percutaneous approach to advance the contralateral leg component pxc141400/14205411 to the intended location. With the sheath being located in the common external artery, the contralateral leg component appeared to have become stuck at the contralateral gate of the trunk-ipsilateral leg component. When making a renewed cannulation attempt, the physician noticed that the catheter was moving about freely while the endoprosthesis remained inflexible, indicating a broken catheter. Reportedly, the physician had neither used force nor great power, but the catheter might have experienced a kink whilst going through the tortuous anatomy. As the proximal end of the pxc141400 was close to the contralateral gate, the physician exerted pressure on the catheter and the endoprosthesis, intending to buckle and shorten the leg during deployment as not to overstent the hypogastric artery. The broken piece was subsequently removed with a snare and it became apparent that the proximal end of the catheter had broken off at the trailing olive. A medtronic endurant endoprosthesis was used to join the contralateral gate and the pxc141400. Reportedly, both hypogastric arteries remained patent and the patient tolerated the procedure.

Manufacturer narrative:
The contralateral leg component was returned to gore and an engineering evaluation was performed. The investigation revealed that the leading end of the catheter had separated from the catheter body at the trailing olive. The guidewire lumen had fractured at the trailing olive bond on the catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information.